Event description:
Per the clinic, the patient had a heart attack after implantation surgery, and was subsequently placed into a coma and hospitalized (date not reported). It was also reported that the patient remained in the ICU until the patient came out of the coma, "after a week". Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per patient's surgeon, the patient had a previously undiagnosed hereditary cardiac syndrome. It was reported that patient was discharged from the hospital on (B)(6) 2012. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.